Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 06:25:05. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 is confirmed because a baxter employee identified the alarm in the event log during review of a returned device. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the assignable cause was not determined.